Event description:
It was reported to boston scientific, a pt death associated with an intracranial stenting procedure. It was reported that "the pt came in bad shape, had a dissected artery. This (device in question - stent) was used in an off label procedure. The dr said that the stent did not cause the pt death." It was reported that the procedure was completed with this device.

Manufacturer narrative:
The device is in question will not be returned to the MFR because it remains implanted. A device history record (DHR) review and similar complaints review were performed as part of the device evaluation. The DHR was reviewed for this device and one non-conformance was found. The error was corrected and the material was confirmed to be conforming. The similar complaints review found two other complaints reported for the same batch. However, follow up info received determined the second complaint to be a duplicate. For the other complaint, the complaint code seems related. However, the complaints were filed because of the pt death, which the physician confirmed was not related to the device in question. Based on the facts and findings, boston scientific acknowledges the occurrence of a pt death. Boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.